Event description:
It was reported (1) tlh90 was used during a gastric procedure. It was reported by the rep that the surgeon reported closing the instrument on tissue by dialing down until surgeon was in green range. The surgeon fired the instrument and staples did not enter the tissue in a manner to meet expectations. The physician said the instrument did not lay a staple line. It is unknown how the case was completed. There was no consequence to pt.